Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. Patient was having high bg levels so the mother removed the pod, there was bleeding at the infusion site (abdomen), the pod's cannula was found bent. The patient¿s bg levels was 130 before eating, correction twice and patient hit 300 mg/dl. As treatment, a new pod was applied.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. The fluid path and cannula assembly was inspected and no issues were noted that would cause high blood glucose levels or a bleeding/bruised infusion site. It could not be determined what caused the reported bleeding/bruised infusion site.